Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, prior to the procedure, there was no visible damage noted with the device and its sterile packaging while checking them outside the patient. They did not open and close the jaws/cups prior to use. They inserted the biopsy forceps into the scope, opened the jaws/cups, and found the foreign object inside the jaw. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine. Reportedly, there was no visible damage noted to the forceps. Additionally, the account stated that they were unable to determine where the foreign object came from.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.